Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, and overheating problem between the camera head components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a defective printed circuit board causes snowflakes in the image. There was no patient involvement.